Manufacturer narrative:
(B)(4). The product code is unknown therefore the 510k number and manufacturing site are unknown. This complaint for check lines and bags alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause, use error, closed clamp on a drain line. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a check lines and bags alarm while using the homechoice (hc) during priming, prior to connecting. The patient was using a y-manifold to connect two empty bags. There was fluid in the drain line. (B)(4) had the patient remove the y-manifold and bags to resume the prime. The patient stated there was fluid coming out of the drain line. The patient found that he had the clamps closed on the drain lines. The patient elected to reconnect the y-manifold and bags after priming completed. No injury or medical intervention was reported.